Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient was implanted on (B)(6) 2015. The stitches were removed on (B)(6) 2016 and the patient was told everything looked fine. On (B)(6) 2016 the patient's family member saw the incision site and it was red and felt really hot to the touch. They placed some gauze over it and liquid came out of it. The patient's family member checked again on (B)(6) 2016 and more liquid was coming out and it was still hot to the touch. The patient's implantable neurostimulator (ins) site was infected. The site had redness and drainage and was treated with keflex. The patient was getting better and would continue treatment. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.